Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with one infusion set, the tubing detached from the connector on (B)(6) 2024. The infusion set had been in use for 24 hours when the problem occurred. No further information available.